Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance of greater than 200 ohms. Boston scientific technical services (ts) reviewed that last shock impedance displayed was 73 ohms on the daily measurement. Further, ts discussed with field representative maximum shock to test lead integrity or continued monitoring to see if will drop back to stable range. Additional information obtained from field representative and indicated that full device interrogation was completed and all measurements were within normal limits and the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.